Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, and functional testing were performed. The f-94 alarm was not identified during device evaluation, however a f-50 (master cpu received a trap interrupt) alarm was identified. The cause of the f-50 alarm condition was determined to be damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 (configuration option settings checksum is not 0) alarm. This occurred before use. There was no patient involvement. No additional information is available.